Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant of the right ventricular (rv) lead, tricuspid valve endocarditis and an exit block were noted. A pericardial effusion was present and cultures revealed an infection due to staphylococcus aureus. The exit block noted on the rv lead was due to suspected lead dislodgement or cardiac perforation; however, no information regarding x-ray imaging has been received. The rv lead was explanted and the patient was stable following the procedure. Further information has been requested but not received.